Event description:
During evaluation of the device, the third party technician found foam particles present that are related to fsca 11652/21 for sound abatement foam. According to the fsca, pe-pur foam may degrade into particles which may enter the device¿s the air pathway and be ingested or inhaled by the user. The evaluation was recorded, and the device was discarded after evaluation. No further action necessary at this time.